Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc (abbott diabetes care) device. A customer received unspecified higher sensor scan results and noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer weakness and self-treated with novorapid (dose unspecified) and juice. There was no report of death or permanent impairment associated with this event.